Manufacturer narrative:
All operating currents were within specification and no unexpected battery out limit alarms, low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer stated that the batteries are not lasting and they are not receiving a low battery alarm. Customer stated that the insulin pump dies without a warning. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.